Manufacturer narrative:
Evaluation summary: two devices pencil were received for evaluation. These devices had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the products were within the assigned expiration date at the time of the reported incident. The returned electrode did not meet specification. The returned pencil met specification. No damage was noted to the returned pencil. No components were missing the customer did not report the generator settings. The purpose of the coating is to limit the tissue from sticking to the electrode. The coating erodes as the electrode is activated. The tip of the electrode also discolors when activated and used on tissue. This is a normal part of electrosurgery and is not considered a defect. The returned pencil tested satisfactory. The investigation identified the root cause of the damage to the electrode to be the user exceeding the maximum power settings for this product resulting in excessive heating. No defects were found with the returned pencil. The instructions for use (IFU) states, the maximum power limits for e1455 series blade electrodes are as follows: coag, 35 watts, pure cut or blend, 50 watts. The instructions for use (IFU) warn: the sparking and heating associated with electrosurgery can provide an ignition source. Observe fire precautions at all times: when using electrosurgery in the same room with gases or flammable substances, prevent pooling of fluids and the accumulation of gases under surgical drapes or near the surgical site. Tissue buildup (eschar) on the tip of an active electrode poses a fire hazard, especially in oxygen-enriched environments, such as in throat or mouth procedures. Eschar plus high oxygen may create embers. Keep the electrode clean and free of all debris. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the bovie tip was burning and melted back during a tonsillectomy. The insulation on the bovie tip was burning whether that be considered a flame or a fire, it was burning. The electrodes clear insulation most proximal to the exposed portion of the electrode is chard and melted. No part of the electrode disengaged, and nothing fell into the patient. There was no patient injury.